Event description:
It was reported that the customer was taken by paramedics to the hospital due to hyperglycemia. The reported blood glucose reading was 399 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The self. Lead screw, and high pressure tests passed. It was reported that the customer's blood glucose fluctuates routinely. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.